Event description:
Caller reported a cgm error, specifically error 42, associated with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, and after completing the reset, the error did not reappear. Customer successfully started a new sensor session without further issues.